Event description:
A surgeon reports an unexpected postoperative refraction od following bilateral intraocular lens implant surgery. The patient has -1.50 of myopia od following surgery. Patient's bcva is 20/20. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.